Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322, which was not reproduced during evaluation or device investigation. System error 322 was confirmed through review of the event history log by a single occurrence of "system error 322." Evaluation was unable to determine an assignable cause. The device was sent for further investigation by engineering. Through visual inspection, engineering found signs of fluid intrusion on the connection pins on the input/output printed circuit board (I/o pcb). The force sensor flex and lower auxiliary flex tail pins also showed signs of dried fluid. Device investigation determined the cause to be fluid intrusion. The lower auxiliary assembly, force sensor flex, I/o pcba, and rear case assembly were all replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04435 can be removed from the FDA database.